Event description:
The physician was attempting to implant a 4.0 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lcx that exhibited severe calcification, 80% stenosis and was located in a vessel with moderate tortuosity. It was reported that the physician was unable to cross the lesion. The device was returned to the manufacturing facility and damage was noted to the stent. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the 10th and 11th proximal stent segments were raised and deformed. A number of other segments were slightly misaligned. The stent was positioned on the balloon between the marker bands as per specifications. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).